Event description:
A report was received that following an explant procedure, the patient had a major headache due to cerebrospinal fluid (csf) leak. The patient was hospitalized and interventions were unknown. The patient was reportedly doing well.